Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The account stated that the architect tsh results are not reproducible. The initial result =20 miu/l, the rerun result= 38 miu/l. A second sample was obtained and the result = 71miu/l. The last result obtained for this patient was in november and the result was 3.84 miu/l. There was no impact to patient management reported.

Manufacturer narrative:
Evaluation (other): device/samples not returned. No internal testing was performed as part of this investigation. The customer performed a precision study. This late MDR is a retrospective filing. This report is being filed on an international product that has a similar product distributed in the us. No internal testing was performed as part of this investigation. The customer performed a precision study using a high control. The reproducibility of the control had a cv of 2.12%. The cv in the package insert intra series cv is 2.80%. The two cv's were compared and were acceptable. The account tested the first and second sample, the first sample = 75 miu/l and the second sample = 72 miu/l. According to the customer, this appeared to be a pre-analysis problem with the first tube, which was drawn the night before using a serum separator tube. The customer indicated that the serum appeared to be cloudy due to the serum being in contact with the gel. A review of the architect tsh package insert indicates that human serum can be collected in serum separator tubes. For optimal result, serum and plasma specimens should be free of fibrin, red blood cells or other particulate matter. Centrifuge specimens containing fibrin, red blood cells, or other particulate matter prior to use to ensure consistency in the results. If testing will be delayed more than 24 hours, remove serum or plasma from the clot, serum separator or red blood cells. Specimens may be stored for up to 7 days at 2-8 c prior to being tested. The package insert also states that specimens run on the architect tsh assay must be processed according to the specimen test tube manufacturers instruction. Insufficient processing including deviations from recommended clotting times, centrifugation times, centrifugation speed and sample preparation techniques may cause inaccurate results. The cause of the erroneous result is unknown. The cause could have been specimen handling or improper centrifugation as the customer observed the first tube to be cloudy. This is the final report.